Manufacturer narrative:
(B)(4). This is a report of a patient who experienced a system error 2240 alarm (air in set/line) due to a use error further described as the patient is not sure if they primed all the patient line extension. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user to connect the patient line extension to the patient line prior to priming. It provides step-by-step instructions for properly priming the disposable set. It warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on the homechoice device during the initial drain in peritoneal dialysis. The patient was connected at the time of the alarm. The technical service representative had the patient close all the clamps. The technical service representative assisted the patient with ending therapy by cycling the power off/on the homechoice times to clear out the system error. The homechoice went back to press go to start, and load the set. The patient will disconnect and reset back up with new supplies. There was nothing unusual noted with the supplies or setup. The patient does use patient line extension and is not 100% sure if it primed all the line but she thought it did. The patient will reset with new supplies. There was nothing unusual noted with the supplies or the setup that could have caused or contributed to the alarm. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.